Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which they successfully completed, and the malfunction did not recur. The customer was advised to contact technical support again if the issue happens in the future, and they understood this guidance.